Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). Functional testing of the device determined that the cutter failed testing due to an incomplete cut. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was in need of repair for an unknown reason. No event information was provided, however evaluation of this cutter found that it could not pass the sample mesh cut test. No adverse events have been reported as a result of this malfunction.